Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely error code e433 occurred due to a defective high voltage power supply. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer reported to olympus the high frequency electrosurgical generator had an ¿¿error code e433 (heard a band then switched off)¿ which occurred prior to use during initial testing. The device was replaced with another. The scheduled procedure was completed without delay. No death or injury and no impact to patient or other was reported. No further information was obtained or provided by the customer.

Manufacturer narrative:
The subject device was returned to olympus for evaluation and the customer¿s reported problem was confirmed. The device displayed error e433 when tested. The problem was isolated to a defective high voltage power supply printed circuit board. The inspection noted the external top cover has deep scratches. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.